Event description:
It was reported that 2 bd phaseal optima injector (n35-o) experienced injector loose or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052; batch no: unknown. Event description -I just want to make you aware that we are still having issues with the cstd becoming disconnected during 24 hour chemotherapy infusions. The most recent disconnection was this past weekend with 2 occurrences.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal optima injector (n35-o) experienced injector loose or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052, batch no: unknown. Event description -I just want to make you aware that we are still having issues with the cstd becoming disconnected during 24 hour chemotherapy infusions. The most recent disconnection was this past weekend with 2 occurrences.